Event description:
Pt was implanted with a gore propaten vascular graft in an a-v access procedure from the brachial artery to basilic vein in 2008 without complications. In 2009, new complications were reported: in 2008, pt presented with perigraft hematoma, and treated by incision and draining. On the following month, the pt was treated for delayed wound healing. Six days prior, plication was performed for an arterial steal.

Manufacturer narrative:
Review of the device manufacturing record history. Review of the device manufacturing record history confirmed device met pre-release specifications.